Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump during the prime rewind sequence. The customer's blood glucose level was 6.2 mmol/l. The customer was informed that medtronic no longer produces the model insulin pump that they own but the customer was informed that a loaner insulin pump could be sent out to them. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.